Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined because there are no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. It was indicated that the patient used an expired sensor, which is misuse of the device. On (B)(6) 2023, the cgm reading was 60 mg/dl and the bg reading was 580 mg/dl. The patient experienced extreme vomiting, dizziness, elevated heart rate, decrease oxygen level, fatigue, no muscle strength, extremely blurry vision and extreme dehydration. The patient went to the hospital with his parents at 11:00 am, he was rushed to the emergency room and was given a fluid for his dehydration. After a couple of hours in the ER, the patient was admitted to the intensive care unit (ICU). At the ICU he was treated with IV insulin. After 2 days he was discharged. At the time of the report the patient was recovered and at home. It was reported that while the patient was at home he was still taking 2 sets of insulin, (long term insulin) lantus and humalog (fast acting insulin). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.